Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead exhibited a jump in impedances of greater than 700 ohms. As a result the lead was surgically abandoned. During the procedure to explant this lead, it fell apart after the physician tugged on it. The physician cut the lead and successfully replaced it. To date, no adverse patient effects have been reported.